Event description:
It was reported that during a device upgrade procedure, the pulse generator exhibited loss of output after exposure to electrocautery. The device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.